Manufacturer narrative:
The DHR for medron lot 20181755, pn 1330-002, was reviewed for conformance. All elements of the DHR were found to be within specification. Specifically, the follow elements were reviewed: DHR checklist complete; labeling accurate; inspection plans show acceptable results with no failures identified; data sheets are within specification for dimensions and tensile; all material traceability maintained as recorded on the work order; all manufacturing steps per the manufacturing process flow (mpf) document were completed; all molding systems were confirmed to be within validated settings; reject trending forms were reviewed and no failures associated with the reported complaint occurred no related complaints have been received since june of 2018. The last complaint, (B)(4), for separation was determined to be caused by a cut in the tubing after shipment from medron. Without additional information, no further investigation of the reported failure can occur. No corrective and/or preventive action can be taken as the root cause could not be determined from manufacturing and DHR assessment. Medron is a contract manufacture and does not own the design of the device and does not sell the device to end users. The product is provided from medron to medron's customer(s) in bulk non-sterile packaging for further processing by medron's customer(s). When a failure occurs, medron's customer(s) may request a manufacturing review from medron. Medron reviews the device history records for the lot numbers provided and summarizes the assessment for medron's customer(s) per medron's qms. In addition to the manufacturing review, medron requests notification from medron's customer(s) if the event is reportable. In this instance, the event was reportable per medron's customer(s) and a MDR was submitted by medron.

Event description:
Customer reported that during a groshong catheter placement a mini stick max/coaxial micro-introducer kit was used. A portion of the introducer sheath broke off during withdrawal over the wire. The portion retained was 8.3cm as evidenced by the remaining 1.7cm sheath that was attached to the orange hub. The retained portion was located in the right atrium which was confirmed by cat scan.

Event description:
Customer reported that during a groshong catheter placement a mini stick max/coaxial micro-introducer kit was used. A portion of the introducer sheath broke off during withdrawal over the wire. The portion retained was 8.3cm as evidenced by the remaining 1.7cm sheath that was attached to the orange hub. The retained portion was located in the right atrium which was confirmed by cat scan.

Manufacturer narrative:
The DHR for medron lot 20181755, pn 1330-002, was reviewed for conformance. All elements of the DHR were found to be within specification. Specifically, the follow elements were reviewed: 1. DHR checklist complete 2. Labeling accurate 3. Inspection plans show acceptable results with no failures identified 4. Data sheets are within specification for dimensions and tensile 5. All material traceability maintained as recorded on the work order 6. All manufacturing steps per the manufacturing process flow (mpf) document were completed 7. All molding systems were confirmed to be within validated settings 8. Reject trending forms were reviewed and no failures associated with the reported complaint occurred. No related complaints have been received since june of 2018. The last complaint, (B)(4), for separation was determined to be caused by a cut in the tubing after shipment from medron. Without additional information, no further investigation of the reported failure can occur. No corrective and/or preventive action can be taken as the root cause could not be determined from manufacturing and DHR assessment. Medron is a contract manufacture and does not own the design of the device and does not sell the device to end users. The product is provided from medron to medron's customer(s) in bulk non-sterile packaging for further processing by medron's customer(s). When a failure occurs, medron's customer(s) may request a manufacturing review from medron. Medron reviews the device history records for the lot numbers provided and summarizes the assessment for medron's customer(s) per medron's qms. In addition to the manufacturing review, medron requests notification from medron's customer(s) if the event is reportable. In this instance, the event was reportable per medron's customer(s) and a MDR was submitted by medron. Follow-up 1 - corrected product code from dyb to dre.